Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump flow blocked. The customer¿s blood glucose level was unknown. Customer mother stated that her son's insulin pump gives them constant insulin flow blocked messages. Customer mother stated that glucometer is not sending a signal over to the pump and that they keep getting messages that say the signal is unable to send. The customer was assisted with troubleshoot customer's mother stated that her son will be rewinding the insulin pump and going through the fill tubing sequence when he encounters this issue. Customer's mother stated that she wasn't interested in troubleshooting for the issue, and requested a replacement pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.